Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy for an intrinsic ventricular tachycardia (vt) that accelerated the rhythm into a faster vt. A shock was delivered and converted the rhythm. The plan is to reprogram the device. No additional adverse patient effects were reported.